Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease / folding of implant: observed creases on device. ¿ inflammation/irritation : unable to observe as it is not related to the manufacturing process. ¿ rupture and silicone migration: observed, broken device assessed as fold flaw opening and missing assessed as inconclusive.. As per the investigation procedure, stress marks was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Additional report of "capsular contraction", no baker grade specified and "lymph nodes demonstrating signal intensity similar to the silicone implants, which may reflect silicone impregnated lymph nodes", "silicone impregnated axillary lymph nodes". Later healthcare professional reported "rupture". Device was explanted and returned.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2019-19813. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side rupture. Additional report of "capsular contraction", no baker grade specified and "lymph nodes demonstrating signal intensity similar to the silicone implants, which may reflect silicone impregnated lymph nodes", "silicone impregnated axillary lymph nodes". Later healthcare professional confirmed "rupture". Device was explanted.